Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 250 mg/dl. During troubleshooting, customer was assisted in performing self test and displacement test on the device, all test passed. Customer will not be retuning the device for analysis.